Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. In an update it was reported the patient¿s system (leads and ipg) was explanted on (B)(6) 2024. There were no complications. The lead was fractured, and the patient intends to be re-implanted.

Event description:
Additional information indicates, one of the leads were fractured. As a result, surgical intervention was undertaken on 19aug2024 wherein the full scs system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that post fall the patient began experiencing ineffective therapy and therapy in the wrong location. A lead diagnosis confirmed that one lead has high impedances. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has high impedances.

Manufacturer narrative:
It was reported to abbott, a patient was getting both leads replaced. One lead had high impedance and the other lead was giving belly and chest stimulation. X-ray did not show lead migration. It was reported the lead with high impedance was fractured after a fall. An update was received indicating that the patient¿s system (leads and ipg) was explanted. There were no complications. The patient intends to be re-implanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.